Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was failed to open and the screen was stuck. A technical support specialist advised the customer to reboot the station, and the customer performed a hard reboot. After the reboot was completed, the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer to troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire drawer was unable to open and mentioned that the screen was stuck or frozen. An orange button had been flickering. The customer attempted a hard reboot. The customer stated that this malfunction caused a delay to the patient care and the user managed to get the medication from another station. There were no adverse events or injuries reported based on this event.